Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log did not confirm the reported event of low transmitter battery. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 12/19/2016, that on (B)(6) 2016 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 01/06/2017. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on 01/06/2017. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.